Event description:
Reported due to stent unable to cross and, seal the perforaton. The physician attempted to seal a peforation using a graftmaster stent graft in the mid left anterior descending artery (lad). The perforation occurred after placement of two (2) overlapping taxus drug eluting stents in the mid to distal lad. A stent balloon was used to post dilate "the junction point of the overlap between the two (2) stent." An angiogram revealed an acute perforation of the lad with "massive extrasation" of blood and contrast into the pericardium. At this point, the patient complained of chest discomfort, and his systolic blood pressure rapidly dropped to approximately sixty (60) mmhg. An emergent pericardial centesis with subsequent tube pericardiostomy was performed which immediately returned the patient's blood pressure to greater than 130 mmhg systolic. An emergent cardiovascular surgical consultation was obtained and a decision was made that emergency surgery was needed. The physician attempted to pass a graftmaster stent graft to the site of the perforation. However, this could not navigate through the tortuosity in the proximal lad. A three (3) mm diameter perfusion balloon was also attempted, but could not negotiate the tortuosity in the proximal lad. A 3.0 x 20 mm standard angioplasty balloon was inflated at the perforation site for a 2-minute period. An angiogram was perfromed that revealed complete sealing of the perforation site with no further visible extravasation of contrast. Although the perforation was sealed, it was decided that the patient would be taken for emergent heart surgery. At last report, the patient is still in the hospital and is "doing fine.